Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported an incomplete central cut in the left eye during lasik flap creation. The procedure was rescheduled to another technique. Additional information received, the reporter suspects a thin flap as the possible reason for the event.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).